Event description:
It was reported that when using the bd pyxis¿ es server one patient did not appear on a pyxis station despite being admitted in meditech, showed as pre-admitted in pyxis, and medications were provided manually. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model & concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the affected patient was showing admitted in meditech but showing preadmitted in the es server. A technical support specialist (tss) connected to capital 1 carefusion coordination engine (cce) and located the a01 message, which had been sent to the es server. Tss found that the message was rejected from processing into the es database due to the error: operations that change non-concurrent collections must have exclusive access. A concurrent update was performed on this collection and corrupted its state. The collection's state was no longer correct. Tss followed the knowledge article ¿med es server messages not processing concurrent error¿ and identified that the issue was caused by an error on the admit message on the server. The services were restarted, and the issue was successfully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient did not appear on a pyxis station despite being admitted in meditech, showed as pre-admitted in pyxis, and medications were provided manually. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.